Event description:
A discordant low ammonia (amon) result was obtained on a dimension vista 1500 instrument after the repeat of the first result. The same sample was repeated twice. The erroneous result was not reported. The corrected result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant ammonia result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and instrument data and determined that lactic acid carryover from the r2 probe contributed to the discordant ammonia result. The fse also aligned the server 1 probes. The instrument is performing within specifications. Further evaluation of the device is not required.